Event description:
The customer reported that while the unit was in use on a patient, the unit shut down. The iabp was replaced with another iabp cs100. However, the replaced pump generated "electrical test fails code #52" (drive transducer offset failure) alarm. The iabp was replaced again with iabp system98 and therapy was continued. No patient injury was reported. Refer to MDR 2249723-2014-01084 (internal complaint (B)(4)) for the replaced pump (cs100).

Manufacturer narrative:
On the event date, a nurse realized the pump shut down in ICU. Therefore, she turned off and on the pump. After that, the pump worked properly. The review of the error logs showed autofill failure alarms, but no alarms for the shutdown were observed. The iabp was not evaluated at this time of the event by the maquet and based on the conversations with the customers as well as the review of the error logs, it was not clear whether the display went off of the pump stopped working or the iabp shut down. The company rep from maquet (B)(4) office tested the iabp extensively in order to duplicate the reported event, but no issues were observed. As a precautionary measure, the company rep from the maquet (B)(4) office intended to replace the power switch and power supply. Due to the time lapsed; no further info related to the resolution of this event was available. (B)(4).